Event description:
It was reported patient experienced a motor stall and withdrawal signs and symptoms. The device was replaced three days later. The patient was a welder and his occupation required him to handle welding equipment approximately one hour a day. Patient had been at an amusement park at the end of (B)(6) and went on various rides at the park.

Manufacturer narrative:
(B)(4)